Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Insulin pump was not recognizing any battery. Customer stated the display was not blank for less than 30 seconds and did not return. Display did not return after restart. Customer stated the contacts on the battery cap were not missing or damaged. Battery compartment was not corroded or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.